Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided.

Event description:
It was reported that the implant in site 20 was removed due to a fracture and resulted in loss of integration with bone loss noting inflammation. Implant was replaced with a nobel ti ultra. Site was not grafted

Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number 0002023141-2022-02142 was reported in error. Please disregard these submissions. No further reports will be submitted for this event. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.